Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hallux valgus surgery the devices ar-8737-38 (lot (01)00888867127166) broke off or got twisted. The broken pieces were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 13-jan-2022: it was confirmed that all 4 devices broke during the same surgery. The correct lot-numbers are : 3x 1392109 and 1x 1392116.

Manufacturer narrative:
Complaint confirmed, the drive feature tip was found to be broken. The loose fragment was not returned. Relevant dimensions were also not measured because of the damage and absence of fragment. Likely causes of the event include prying/leveraging the device during use.